Event description:
Healthcare professional reported unknown side ¿during the surgery it was found rupture¿ with an unknown mammary implant. Patient contact occurred. Surgery was completed with a back-up device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "during the surgery it was found rupture"